Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the water level of the probe bath was low and the probe was positioned too far forward. The main pump and the probe position were adjusted. Calibration and controls were run and results were successful.

Event description:
The initial reporter stated they have been having issues with crustiness or dried serum on a probe on the cobas 8000 ise module. The reporter stated they had to repeat approximately 60 patient samples and issued corrected reports for approximately 3/4 of these samples. No specific patient results were provided. The reporter stated that the affected patient samples tested with ise indirect na for gen.2 had values that were initially 5 - 6 mmol/l lower. The probe was cleaned and controls came back within range. The samples were repeated and the values were "normal". The initial values were reported outside of the laboratory and the repeat values were believed to be correct. The na electrode lot number and expiration date were requested, but not provided.